Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded an alert for shock impedance high out of range, measuring greater than 125 ohms. The plan is to continue monitoring this patient via latitude home monitoring system and at the next in clinic follow up, perform movement testing. No adverse patient effects were reported. This device remains in service.